Event description:
During a right colectomy procedure using a plcr60b with an i60, a large bite of tissue was taken and the device was closed into firing range and fired. Unformed staples were observed at the distal end. Sutures were used to close up and bolster the staple line, and the patient is doing fine.

Manufacturer narrative:
Four plcr60bs were returned and evaluated. Multiple staples were jammed on one reload but there were no damages noted. The i60 was also evaluated and it was determined to have a misalignment that contributed to the event. Eval summary: upon analysis, the hinge boot was damaged, articulated approx 30 degrees to the left and about 80 degrees to the right. I60 produced acceptable staple formation using a blue reload. Unit articulation rack skipped when it was articulated to either left or right. Unit initialized, calibrated when reload was installed into the housing, and it fired a blue reload into three layers of uline foam. The staple formation was not acceptable, malformed staples were observed across the staple line.